Event description:
It was reported that during a stapled trans anorectal resection procedure which requires two devices to complete the procedure, the first stapler which was used on anterior side functioned properly. While using 2nd stapler on posterior side, the stapler cut tissue but did not fire and staples didn¿t form at all. The surgeon had to do hands on suturing to stop bleeding. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the cut line fully circumferential around the target tissue? No. What confirmation was received indicating that the device had fully fired? No. Confirmation as no cutting washer sound was heard. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Was in firing zone. Was the breakaway washer completely cut through? Couldn¿t hear cutting washer sound which normally comes after firing of stapler. Did the surgeon report any differences in the way the device fired? Yes, he didn¿t hear cutting washer crunch sound. Were there staples seen in the operative field? If yes, what was the appearance of the staples? Yes, staples were seen in operative field & staples were completely open, no b formation was seen with any of these staples. When was the safety removed prior to firing? Yes. Has the person firing been trained on how to use ees circular devices? Yes, has been using ees circular devices from around 8-10 years. Who fired the device? Surgeon.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.